Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2009 due to hematuria, rectovaginal fistula, and exposed eroded vaginal mesh. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapse, enterocele and cystocele and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 to treat vaginal prolapse and marlex mesh was implanted. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2009, due to chronic pain, nausea and feeling of toxic taste in the mouth. (B)(4).